Event description:
Report received of cassette alarms. No specific pt info was provided. It was reported that there have been a number of undocumented incidents in emergency dept where adult pts required critical medication infusions. It was reported that the tubing sets prime without problems, but immediately upon being placed in the pump, cassette alarms are displayed. In these incidents, the tubing sets are exchanged until the pump no longer alarms, and the infusions are initiated with no further problems. Although there have been delays in critical therapy, it was reported that there have been no adverse pt effects. Additional info was requested but no further info was provided.